Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 1:40pm. The patient reported a blood glucose reading of "288 mg/dl" with the subject meter. It is not known what the patient's normal blood glucose range is. As part of the patient's diabetes regimen, the patient claimed she is on insulin (type/dose unspecified); however, it is not known what action she took regarding her diabetes regimen as a result of the alleged issue. According to the patient, she was not experiencing any diabetic symptoms; however she responded to eating more food/drink on the onset of the alleged issue and self-treated with a glucagon injection 15 minutes later that day. At the time the alleged issue began, the patient stated she did not test on any other blood glucose device. At the time of troubleshooting, the cca noted the test strips were in good condition, the quality control solution was in range, and the subject meter's unit of measure was set correctly. Replacement products were sent to the patient. Based on the information obtained from the cca, this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter and reportedly received treatment for an acute complications of diabetes after the alleged issue began.

Manufacturer narrative:
Follow-up # 2 (07/20/2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) respectively on (B)(6) 2012 with the following finding: the meter and test strips passed all testing and was found to be working properly, no faults were found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (7/20/2012)-device evaluation: the retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1: additional information: the mss spoke to the patient on (B)(6), 2012 and obtained/verified the information. The patient informed the mss that her testing frequency is 5 times daily and manages her diabetes with humalin n insulin (50 units in the morning and 40 units at supper) and humalog insulin (sliding scale). The patient corrected and clarified that she obtained an alleged reading of "81 mg/dl". At the time the alleged issue began, the patient confirmed no action was taken regarding her diabetes regimen. Due to the reading of "81 mg/dl", the patient confirmed she drank 4 ounces of coke; however 5 minutes later, the patient stated she was "trembling" and "shaking". In response to the symptoms, the patient confirmed she treated herself with glucagon injection and approximately 5 minutes later she felt fine.